Event description:
Per the reporter, the pt's pump was defective and never worked. The pump 'stuck out" of the pt's stomach and looked like a "tuna can." The pt could not be hugged or wear clothing that would touch the pump. It took the pt 7 years to have the pump explanted. The pt had the explanted pump in her possession. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): "stuck out" and pt could not be hugged or wear clothing that touched the pump.